Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 12/10/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can you please provide the batch number of the evicel application device? Unknown as device discarded. Any patient consequences? No patient adverse reported. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a mastectomy procedure on (B)(6) 2020 and a fibrin sealant preparation device was used. During setup the applicator broke. No adverse patient consequences were reported. Additional information was requested.